Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient was seeing the settings not available message on the patient controller starting on (B)(6) 2019. The patient met with a manufacturer representative on (B)(6) 2019. Diagnostics were run on the patient¿s implantable neurostimulator, and it was determined that one of the leads might have pulled loose. The manufacturer representative kept on getting an out of regulation message when trying to reprogram the patient. An impedance check showed that electrodes 3 and 4 were the only electrodes that were not impeded. The patient stated that he had fallen several months prior to the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was scheduled for a lead revision in august. No further complications reported/anticipated.